Manufacturer narrative:
Approximate age of device: 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported during log file analysis low flow advisory was noted on (B)(6) 2018. The account reported that the cause of the low flow alarms was due to a gastrointestinal bleed. The patient was admitted due to gi bleeding on (B)(6) 2018. The patient's hemoglobin was measured to be 6.2 upon admission. The patient received 2 units of packed red blood cells, intravenous proton pump inhibitor (ppi) and asa was withheld. The patient was reported to be stable. The patient's colonoscopy was reported to be normal. The examined portion of the ileum was normal, the account reported diverticulosis in the sigmoid colon and non-bleeding internal hemorrhoids. The patient's egd noted one small 2-3 mm polyps in the gastric fundus, no active bleeding. No further information was provided,